Event description:
(2) codman disposable perforator devices failed during neurosurgery procedure. Lot #'s the same for both devices used. Device #1 - safety did not engage or shut off. Device #2 - fell apart.